Event description:
Additional information was received from the patient. It was reported that the battery does not flip or move. The patient said the circumstances that led to the skin getting hot was that they were charging for 3-4 hours. The patient stopped charging before a complete recharge to resolve the issue. The patient said that the cause of the battery charge going out fast was that it was a defect of the model. The patient called the manufacturer and was instructed on how to handle the battery going out fast. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said since implant, the stimulator moves and flips over occasionally. The patient had difficulty charging for about 2 weeks. The patient described seeing the poor communication screen on the programmer and recharger. The patient said the ins charge didn't last and goes out very fast. The patient is in pain from not being able to recharge. The patient said the last recharge was about 3 weeks ago, but the patient had to take it off because it gets very hot on the skin. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a trickle charge was performed and was successful. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was still working with their manufacturer presentative to resolve their issues. No further complication are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins was overdischarged- the patient couldn't use their stimulator and the battery was dead. The overdischarge was due to patient noncompliance. The representative attempted to interrogate the battery but was unsuccessful. They tripled charged the battery but it didn't come back on. The patient couldn't stay for another attempt so they planned on meeting another time. The issue was not resolved. No further complications reported.